Event description:
It was reported that the lv lead was attempted to be implanted but the coronary sinus branch selected for use was too small for lead placement. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found however, blood/ body fluid was observed on the distal conductor.